Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported poor cutting of the probe during a vitrectomy procedure. The actuation and aspiration condition was unknown. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a bubble bag. The sample was visually inspected and found to be nonconforming with excessive burr at the port and the probe needle bent. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests, the port on the inner cutter was observed to be broken. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter port broken condition. Inner cutter was observed to be bent. Gouge marks observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. Further evaluation of the sample was performed with the subject matter expert (sme) to determined the cause of the excessive burr at the port, the broken inner cutter was identified as the root cause for the excessive burr at the port. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had cut failure, the evaluation also indicates the probe had an actuation failure. The cause of the cut and actuation failures is the broken inner cutter. The tip of the cutter was broken off which caused part of the cutter to be missing and, therefore, not present in the port of the needle when the cutter was actuated. How and when the tip of the inner cutter broke cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. Two additional contributing factors have been identified; for the cut failure the excessive burr at the port, and for the cut and actuation failure the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. Upon further review of the returned sample, the root cause for the excessive burr at the port was determined to be the broken inner cutter. An internal investigation has been completed and actions are presently being implemented to eliminate hypervit probe inner cutter breakages. No additional action has been taken by the manufacturing site as an exact root cause for the bent needle, bent inner cutter and excessive burr at the port could not be determined from this evaluation. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).